Manufacturer narrative:
This device is not distributed in us. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused, due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed, that the control body fluid damage, the forward body cover fluid damage, the body cover grip fluid damage, the side body cover fluid damage, the biopsy inlet t-piece fluid damage, the remote control wire fluid damage, the ground lug plate fluid damage, the ground wire fluid damage, the insertion flexible tube perforated, and the light guide cable buckled. However, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).